Manufacturer narrative:
The insulin pump was received with frozen screen on segment display. A problem isolated to the interface board. Unable to verify alarm and had an intermittent buttons due to frozen scree. The insulin pump had minor scratches on lcd window.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was reported that the insulin pump was dropped. Customer's blood glucose level at the time 145mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.